Event description:
Per cardiac cath lab tech, an instance of pulling air during aspiration of contrast with the sosa spke was experienced. Several aspirations/injections had already been made successfully with no air bubbles noted. It is lab procedure to check the tightness of all kit connections prior to kit use. The air bubbles were not injected. They do not have any retained samples.